Event description:
It was reported that during implant, after the physician removed the original stylet from the lead any attempts to insert a new stylet were not possible because it would become stuck ten centimeters from the connector. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood/fluid in the distal conductor which created an obstruction. It was noted that the lead appeared damaged at implant.